Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including excessive force during the suture tensioning and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2025, a sales representative reported via phone that (2) ar-3632sp fibertak® sp suture anchors sutures broke. This occurred during a rotator cuff repair on (B)(6) 2025 while in use the sutures all broke. All fragments were retrieved from the patient. The case was able to be completed and the anchors remain in the patient. There was no delay in the procedure. There was no harm on the patient.